Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had been emitting beep tones. Furthermore, it was stated that this device was already in middle of life 2 after being implanted for approximately (B)(6) months. Upon interrogation of the device it was found the beep on paced/sensed beats was programmed on. This feature has now been programmed off. Technical services discussed longevity expectations and battery status indicators. The healthcare provider was planning to follow-up with the boston scientific field representative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Should additional information become available this product issue will be updated. Analysis is currently on-going. Upon completion of analysis this report will be updated.